Event description:
Event description guidant received information that this pacemaker was reported to hve been oversensing due to the use fo low-frequency therapy equipment, in close proximity to the patient.